Manufacturer narrative:
Serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the submitted log file. The heartmate ii system controller was not returned; however, a log file was submitted for analysis. The submitted log file (B)(4) contained data spanning approximately 2 days ((B)(6) 2021 per the timestamp). The log file captured a yellow wrench advisory alarm active on (B)(6) 2021 at 12:12:07 due to a driveline fault alarm. During this time, phase 1 was measured to be 71, phase 2 was measured to be 15, and phase 3 was measured to be 76, indicating an issue with phase 2 of the driveline. The alarm resolved on its own immediately and did not occur again during the duration of the log file. Pump speed was not affected during this time. There were no other notable atypical alarms active in the log file. Multiple attempts were made to gather additional information about the reported event such as the serial number of the controller that was used during this time, if any equipment was exchanged, and if any equipment is returning for analysis; however, no response was given. The root cause of the reported event could not be determined through this analysis. Heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the, driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s log file was submitted for review as the patient was on an ungrounded cable and had a driveline fault on the monitor, but it didn¿t alarm and cleared by itself. Log file captured mainly pulsatility index (pi) events and did note a single driveline fault event on (B)(6) 2021 at 1212 that resolved on its own. Manufacturer representative checked the wire values in the log for each of the six wires and they appeared to be functioning as intended. The driveline fault appeared to be transient and if it were a true driveline fault, the events would continue. Related manufacturer's report # 2916596-2021-03002.